Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump was not delivering insulin or giving the no delivery alarm. Troubleshooting was performed, and the insulin pump passed the prime test. The customer was not comfortable with the insulin pump, and requested a replacement. Nothing further was reported.